Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending (lad) artery with 90% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a 2.5x12mm semi-compliant balloon. The 3.5x23mm xience prime stent delivery system (sds) was implanted at 10 atmospheres (atms). Post dilatation was performed using a 3.5x12mm non-compliant balloon. However, a a proximal edge dissection was observed post deployment. An additional 3.0x38mm xience prime stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.